Manufacturer narrative:
The insulin pump was received with button error alarms due to corroded keypad traces. Pump was received with stripped battery cap coin slot, cracked battery tube threads, case window display corner, scratched reservoir tube window, lcd window, case and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 76 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.